Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0d84n, implanted: (B)(6) 2013, product type: lead. Product ID: neu_wrench_acc, lot# unknown, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the torque wrench would not ¿lock¿ the setscrew on the implantable neurostimulator (ins) and ¿open¿ impedance were observed. That device was not used in the patient and another ins was then implanted. The patient outcome was reported as recovered without sequelae. If additional information is received, a follow up report will be sent.